Event description:
The customer reported that the system froze and locked up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.